Event description:
The oxygen monitoring sensor failed on the vapotherm device, it immediately alarmed. The patient was taken off the vapotherm and the unit was changed out with a new one. Faulty vapotherm sent to biomed for examinaton.